Manufacturer narrative:
Product analysis: knob damage was confirmed. The atrial connector was found to be cracked. The device failed a backlight test. The keypad was found to be scratched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged buttons. The epg was returned for service. No patient complications have been reported as a result of this event. The epg tested out-of-specification, during analysis.